Manufacturer narrative:
The ld111 device (a) was noted to have the sleeve torn. No other physical damage was noted on the returned device. The ld111 device (b) was noted to have the sleeve and the iris valve torn. No other physical damage was noted on the returned device. No conclusion could be reached as to what may have caused the reported incident; we have documented the circumstances as they were reported to us. A potential cause for this kind of damage is the contact of a sharp device with the plastic membrane. For this reason, the instructions for use indicate the following: "do not allow sharp instruments such as forceps to come in contact with the silicone rubber sleeves as puncture or tearing may occur." And "do not lay surgical instruments on the lap disc or allow metal or sharp surgical instruments to come in contact with the lap disc as this may weaken or damage the flexible silicone membranes." No batch record review could be performed as no lot # was provided.

Event description:
It was reported that during a lap colon procedure, the devices broke at trying to handle them. They had to used a new one to complete the case. There were no adverse consequences to the pt.